Event description:
It was reported that during a follow up in clinic, the device was found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy. Abbott technical support was contacted, however, the device was unable to be successfully reprogrammed. The device was explanted and replaced to resolve the event. The patient was in stable condition.